Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged there was no report of patient impact. The following information was provided by the initial reporter: are you able to provide the date of the event? (B)(6). Did you experience any adverse events as a result of this reported defect? During the administration on an vaccine it made it difficult to push the vaccine into the muscle. While drawing up I could not draw up the vaccine and had to get another needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?: yes. D.9. Returned to manufacturer on: 29-sep-2022 h.6. Investigation summary: nineteen samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. One sample did not expel the solution due to clogged. This defect could occur if there was a process variation during the lubrication application process inducing the symptom reported. Furthermore, a device history record review was completed for provided lot number 2010821. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the lubricant application process was performed. The settings were correct and the flow of products was also good. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged there was no report of patient impact. The following information was provided by the initial reporter: ¿ are you able to provide the date of the event? (B)(6)¿ did you experience any adverse events as a result of this reported defect? During the administration on an vaccine it made it difficult to push the vaccine into the muscle. While drawing up I could not draw up the vaccine and had to get another needle.